Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server schedule report and manual report was not running. The customer reported that a malfunction affecting the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server schedule report and manual report was not running. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that schedule report and manual report were not running. A technical support specialist (tss) dialed into the server and checked the scheduled report history where many reports were failed. Tss generated a report successfully, and extract transform load (etl) jobs were successful. Tss restarted job scheduler and print spooler services and completed a test print successfully. Tss waited for the next scheduled report cycles, and the scheduled report ran successfully. Tss checked the dsrg log and identified errors that indicated report viewer processing aborted with an impersonation and logon failure for reportdatasource. Tss followed knowledge article (ka) "bulletins not printing - data source error" and resaved the structured query language (sql) management server credential. Tss monitored the job scheduler job that failed the previous day, and it ran successfully after the credential update. Customer verified issue got resolved. The system functioned as intended after the technical support specialist troubleshot the device.